Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was patient(pt) said a couple of weeks ago they were doing normal housecleaning but all of a sudden had severe pain, a jolting pain, they could not move their leg and wanted to turn stim off but could not. Pt said their handset said cannot connect, cannot find the device, pt said they had to lock the door and took their clothes off and their spouse had to restart the handset and the communicator before they could turn stim off, it took them 45 minutes. Pt said after that the pain stopped right away after a couple of minutes. Pt said since then stim has been turned off, they restarted it last week (after they had an accident) but at a lower number and they were scared to do it. Pt said since then it has operated as expected with no issues, but they are afraid that it may happen again in the future. Pt said they saw their doctor today who told them to call manufacturer. The circumstances that led to the reported issue were unknown. Pt said they were connected to the mytherapy app and were at 0.8 on program 2 they never use their equipment to make any changes. Offered and sent an email to the rep in the area to call the patient back. The patient's relevant medical history included pt said they have always noticed if they do more bending. Reviewed activity recommendations (bending/twisting etc).